Event description:
It was reported that one week after implant, the patient had been hospitalized for "intermittent seizures" and tamponade was found due to an atrial lead perforation. The perforation was verified by echocardiography. A pericardial drain was placed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.